Manufacturer narrative:
Device evaluation: one level 1 hotline low flow system (hl-90) was returned for investigation in used condition. The tank cover was cracked, and the pcb and power switch were outdated. The leaking from the cracked tank cover was confirmed during visual inspection/testing. An impact to the front cover caused the damage that led to the leaking. The damage was attributed to the customer. A user interface issue was therefore established as root cause. The unit was determined to be beyond economical repair due its old age. No repairs were made.

Event description:
It was reported that the level 1 hotline low flow system was leaking. The front cover was cracked. No patient injury or complications were reported in relation to this event.